Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 169 to 181 mg/dl and non-fasting is 99 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Back to back blood test declined by customer. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Correction of product received date: (B)(6) 2016.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 169 to 181 mg/dl and non-fasting is 99 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Back to back blood test declined by customer. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 169 to 181 mg/dl and non-fasting is 99 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Back to back blood test declined by customer. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.